Event description:
A 20 mm diameter x 3.75 cm length aneurx stent graft was implanted in a pt for treatment to seal an illac artery. The aneurx cuff was implanted with another manfacturer's stent graft. Aneurysm morphology at the time of implant is unk. Vessel morphology at time of implant was unk. 34 months post implant both devices were explanted due to an enlarging aneurysm, for an unk reason. No clinical sequelae were reported, and the pt is reported to be fine. The stent graft was receiving and its analysis has been completed. The stent graft was intact except for broken sutures between rings 2-3.